Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed and no anomalies were found. It was noted that the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with explant damage. An in-vivo insulation breach or conductor fracture was not observed. The lead was returned in multiple segments; the full lead was not returned. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory also indicated the impedance on the rv pacing lead was beyond the expected upper range and that the impedance trend on the rv pacing lead was rising. An out of trend sub-threshold lead impedance alert was recorded on (B)(4) 2013. Maximum rv lead pace impedance rises from 2048 ohm the week ending (B)(4) 2012 to 3280 ohm the week ending (B)(4) 2013.

Event description:
It was reported that the patient presented to the clinic due to hearing an alert and it was found the right ventricular (rv) lead impedance was greater than 3000 ohms. The rv lead trend data showed a gradual impedance increase from 2000 ohms to 3200 ohms. Also since the first alert the patient had felt weak and dizzy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d154atg implantable cardioverter defibrillator 2009-(B)(6), 559453 implantable pacing lead 2009-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.